Event description:
The customer reported that his visera elite video system center was presenting error codes e315 and b30 during use. According to the initial reporter, the staff needed to take another unit to continue the activity. Additional details relating to the patient and the event have been requested, but could not be provided. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.